Manufacturer narrative:
Eval summary: the customer's reported condition of "no audio" was duplicated. The root cause was found to be damaged wires on the main speaker harness.

Event description:
The facility reported an infusion pump with "no audio". The event was reported to have occurred during biomedical testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury has been reported.